Event description:
The customer's mother reported that the customer had been experiencing high blood glucose levels for several weeks prior to the call. Customer's mother reported that the customer had been experiencing blood glucose levels from 300 to 400 mg/dl. Customer's mother stated that the high blood glucose levels were treated with the insulin pump. Blood glucose level at the time of the call was 160 mg/dl. During troubleshooting, review of the insulin pump's alarm history confirmed that multiple no delivery alarms had been recently returned. The customer's mother was advised to perform a set change and monitor the insulin pump. Customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.